Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened pouches. Analysis and results: there is one previous complaint of the same reference-batch regarding other issue. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Knot pull tensile strength results before releasing the product were 1.31 kgf in average and 1.17 kgf in minimum and fulfilled ep requirements. A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Degradation test results conducted on the samples received fulfill b. Braun surgical (bbs) requirements. Degradation test results before releasing the product were 0.513 kgf in minimum and 0.80 kgf in maximum and fulfilled bbs requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. The customer will receive a credit note for the units sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: netherlands. The thread broke like 3 times. It was sutured in the lip of the patient, and the patient went home and came back to the hospital to suture the lip again.